Event description:
The core universal driver was sent for eval due to overheating during a bunionectomy procedure. A readily available alternate device was used to complete the procedure without any delay. No adverse event was associated with the device.